Event description:
A patient reported being injected with juvéderm voluma® xc. The patient experienced an ¿adverse reaction and it did not even work.¿ the patient additionally reported it ¿"hurt me, almost made me blind, and did not do anything it was supposed to do." No treatment information or symptoms resolution was provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.